Event description:
It was reported during a colon resection the tlc75 would not fire when reloaded. There is no other info available at this time. 11/03/97 the rep reports a new tlc75 was opened to complete the case.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cartridge batch number: k47a7d; drivers present in cartridge, present/prox 2 on; gapspace pin condition: good; staples present? Formed/unformed, in down drivers and swing tab position, locked/unlock, locked. Funtional tests & results: instrument safety lockout properly, yes; staples fire properly, yes and staples form properly, yes. Analysis conclusion: based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. It appears possible that the loading technique or an inadvertent movement of the firing knob may have contributed to the reported incident. This is evidenced by the proximal drivers being in the up position and the lock out being in the locked position. It should be noted that the cartridge is designed to lock-out if any staples have been fired from the cartridge. The swing tab (lockout) was reset and the cartridge was fired with the returned instrument. It fired and formed the remaining staples as designed with no difficulties noted. Mfg and engineering have been notified of the reported incident.